Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank spot on the top of screen was missing. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. Customer stated that the screen was not able to read. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. The device passed the self test, sleep current measurement, active current measurement, and the displacement test. The device was received with minor scratched lcd window.